Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels above 500 mg/dl. Reportedly, the customer delivered a bolus with the pump, set an increased temporary basal rate, administered a manual injection, and changed the infusion set. The customer reported consulting with health care provider regarding diabetes management.